Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 1 of 2 MDR submission as mw5180645 is associated with medwatch# mw5180646.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer referenced an adc recall for a freestyle libre 3 sensor. There was no alleged adc device issue related to the adc device. Furthermore, there were no patient consequences or third-party treatment reported. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information available, there was no report of serious injury associated with this event.